Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure, a farawave catheter was selected for use. When the side port of the catheter was connected to the pressurized saline bag before insertion into the patient while the physician was waiting for the drive from the basket on the catheter, there was no saline flowing out of the catheter. The physician flushed the catheter with a syringe and still saw no flow, however, there was liquid coming out of the base of the handle. Therefore, the physician decided to replace the device, and the issue was resolved. The procedure was completed. No patient complications were reported. The catheter is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.